Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a case, a piece of the active waveguide disengaged from the dissector. The piece was recovered and there was no patient injury.